Event description:
It was reported that when the patient presented to the hospital for a CT scan, high rv capture threshold and high out of range pacing lead impedance was observed upon device interrogation. The patient was lost to follow-up and had not been seen by the clinic since (B)(6) 2013. It could not be determined when the lead issues first began. Patient was asymptomatic. Lead fracture was noted. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable post-procedure. The patient will also be enrolled in remote monitoring.